Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 213 mg/dl. The customer stated it was hot outside and the insulin pump was kept in her bra. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.